Event description:
It was reported that during routine change out for eri, for a non-pacer dependent patient, oversensing was observed on the ventricular channel when the previously implanted lead was attached to the new device. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.